Event description:
On (B)(6), the patient's father reported that after the cartridge was inserted the pump dispensed insulin during the load step. The pump did not detect the cartridge. The patient has called animas within the last month to report that the pump lost prime. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4):the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection, a fill test, and a force test of the cartridge were performed and no damage or defects were noted. The cartridge was found to cycle correctly during testing. There were no difficulties in filling the cartridge, and the blue plunger extractor did not pull off from the plunger while cycling. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 8/23/2012. The pump has been returned and evaluated by product analysis on 7/27/2012 with the following conclusions: failure to detect cartridge duplicated; force sensor connection issue, contamination on force sensor, high resistance on the force sensor, dimpled force sensor shim, low force sensor. Testing was able to duplicate the failure to detect cartridge issue. During the load step the pump pushed approximately 50 units out before recognizing the cartridge. A force sensor calibration test revealed the sensor is not detecting correct force at 5lbs. The resistance on the force sensor measured and found to be out of specifications; pump was opened and the force sensor flex pins were found to be partially disconnected from the force sensor socket, contamination was found on the force sensor shim, force sensor shim is dimpled. "No cartridge detected" warnings and "pump not primed" warnings with zero force observed in black box. Unrelated to the complaint, the display is dim, when a test display screen was used the display functions properly.

Manufacturer narrative:
Correction:recall # 2531779-03/24/2010/003-r. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .